Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify charge or battery lasts less than expected anomaly and e or a alarm due to buttons not responding. Device received with broken battery tube threads, cracked case display window corner and stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons were harder to press, received error code. The customer¿s blood glucose level was unknown. Customer stated insulin pump had crack, treading seem worn, batteries were drained out than used one. The insulin pump will not be returned for analysis.